Manufacturer narrative:
The patient's medications include; allopurinol, lisinopril, pravastatin, amlodipine, ruxolitinib, aspirin and cabergoline. Lot: (B)(4).

Event description:
On (B)(6), 2015, the patient underwent treatment of an abdominal aortic aneurysm with five gore excluder aaa endoprostheses. On or about (B)(6), 2015, follow-up computed tomography angiography identified a proximal type I endoleak with no evidence of aneurysm enlargement. According to the physician, it was determined that the proximal type I endoleak was caused by an angulated neck (70 degrees of angulation) resulting in a lack of wall apposition of the trunk-ipsilateral leg component. On (B)(6) 2015, an additional procedure was performed whereby an aortic extender component was implanted for 2-3 mm of proximal extension, ballooned with a coda balloon and six aptus endostaples were used to tack the device to the aortic wall. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.